Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received the implant coil was found stretched with polypropylene filament broken but still attached to the pushwire within the introducer sheath. The pushwire was found bent at the proximal end. Dried blood was present within the introducer sheath at its proximal end and coil was stuck inside the introducer sheath. As the device was received in a condition was contradictory to the complaint description (coil separation), follow-up was conducted to confirm the complaint details. However, the customer is unable to provide any additional detail. Consequently, the reported event cannot be confirmed and the cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of an aneurysm, there was resistance with the coil inside the microcatheter. The coil was removed and was found severely stretched and separated from the pushwire. It was reported that physician flushed microcatheter and when advancing the coil, felt some tension. The coil was pulled back and an attempt was made to push the coil again, but it was able to advance or be retrieved. The physician pulled out the microcatheter and coil system together. A new coil was used and implanted successfully. Nine coils were used without issue and implanted. No patient injury was reported.